Event description:
Pt with prodisc-l implanted at l5-s1 was returned to the operating room for revision. Everything looked good on a 2 week follow-up x-ray. An x-ray taken at 6 weeks post implant showed the prodisc-l implant to have slipped anteriorly. Pt was revised to synfix-lr. This report is #3 of 3 for the same event.

Manufacturer narrative:
Additional info has been requested. Investigation is on-going. No conclusion can be drawn at this time.